Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post percutaneous coronary intervention, patient experienced unstable angina and in-stent restenosis occurred. The patient presented on (B)(6) 2011 due to positive stress test and unstable angina and underwent cardiac catheterization. It revealed four target lesions. Target lesion no.1 was located in the de novo mid right coronary artery (rca) with 90% stenosis and was 36mm long. The physician treated the lesion with the placement of a 3.5mm x 38mm taxus ion. Post procedural residual stenosis was 9% with timi iii flow. Target lesion no.2 was located in the de novo right posterior atrioventricular segment with 70% stenosis and was 6mm long. The physician treated the lesion with the placement of a 2.75mm x 8mm taxus ion. Post procedural stenosis was 9% with timi iii flow. Target lesion no.3 was located in the de novo distal right coronary artery with 60% stenosis and was 32mm long. The physician treated the lesion with the placement of a 3.0mm x 28mm taxus ion followed by a 3.0mm x 8mm taxus ion which was suboptimally deployed. A 3.0mm x 8 quantum balloon was selected for post dilatation at 30 atmospheres. Post procedural stenosis was 9% with timi iii flow. The patient was discharged on aspirin (asa) and clopidogrel. On (B)(6) 2013, the subject presented to the emergency room with complaints of left arm and rib cage pain that was like mid-sternal pressure associated with shortness of breath. The subject also had anemia with a low mean corpuscular volume (mcv) and was transfused with two units of packed red blood cells. During blood transfusion the subject experienced chest pain and was taken to the catheterization lab. On (B)(6) 2013, left heart catheterization was done and revealed 80% instent restenosis of the mid segment of the right coronary artery and 90% distal thrombotic lesion of the left main coronary artery. The subject underwent percutaneous transluminal coronary angioplasty (ptca) with stent implantation in the distal left main extending into the circumflex and right coronary artery. On (B)(6) 2013 the subject was discharged. The outcome of the event is reported as recovered/resolved.